Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 20245, it was reported that the patient experienced an event. At the time of the event they utilized a betabionics ilet insulin pump. The symptoms were not disclosed. The patient¿s clinic informed the pump manufacturer the patient had experienced ¿significantly elevated bg levels and was not receiving dexcom readings.¿ according to the clinic cma, the patient did not have an active dexcom sensor, and bg levels were rising. The date and time the cgm stopped working and other details of the malfunction were not disclosed. The pump manufacturer representative contacted the patient¿s mother, who stated that the dexcom sensor had stopped working and they were unable to apply a new sensor until later that afternoon. During the period without cgm data, the patient¿s mother did not enter manual bg readings into the ilet, resulting in suspension of insulin delivery. The patient¿s bg subsequently rose to greater than 400 mg/dl. After a new dexcom sensor was placed at an unspecified time, and the patient was again receiving glucose readings, but bg remained above 400 mg/dl at the time of reporting. The patient¿s physician instructed the patient to go to the emergency room (ER) for evaluation and treatment. At the time of the report the parent indicated they had planned to take the patient to the ER, however the ER visit had not occurred at that time. Although three subsequent calls were made to obtain clarification of the treatment administered at the ER, no other event details or reply was received, and no other information was available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On 08/08/20245, it was reported that the patient experienced an event. At the time of the event they utilized a betabionics ilet insulin pump. The symptoms were not disclosed. The patient¿s clinic informed the pump manufacturer the patient had experienced ¿significantly elevated bg levels and was not receiving dexcom readings.¿ according to the clinic cma, the patient did not have an active dexcom sensor, and bg levels were rising. The date and time the cgm stopped working and other details of the malfunction were not disclosed. The pump manufacturer representative contacted the patient¿s mother, who stated that the dexcom sensor had stopped working and they were unable to apply a new sensor until later that afternoon. During the period without cgm data, the patient¿s mother did not enter manual bg readings into the ilet, resulting in suspension of insulin delivery. The patient¿s bg subsequently rose to greater than 400 mg/dl. After a new dexcom sensor was placed at an unspecified time, and the patient was again receiving glucose readings, but bg remained above 400 mg/dl at the time of reporting. The patient¿s physician instructed the patient to go to the emergency room (ER) for evaluation and treatment. At the time of the report the parent indicated they had planned to take the patient to the ER, however the ER visit had not occurred at that time. Although three subsequent calls were made to obtain clarification of the treatment administered at the ER, no other event details or reply was received, and no other information was available. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2024 at 6:18 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 7 ½ days and ended due to a transmitter error on (B)(6) 2024. There was no bg calibrations attempted during the sensor session. On the evening prior to the reported event (08/08/2024), the data recorded a signal loss event starting at 8:40 pm (08/07/2024) and lasting a total of 13 ½ hours. During that time period no data was logged, and the transmitter never re-established a connection with the app. Prior to the signal loss the egvs were elevated but within target range and stable. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - additional.

Manufacturer narrative:
H2 additional information h6 investigation conclusion - additional

Event description:
Subsequent to the initial MDR, additional information became available.